Event description:
It was reported by the consultant, that during the repair of a fractured mandible, that as the surgeon was inserting the screw through the hole in the plate, into the mandible, the screw broke into 2 pieces. One piece is still in the mandible and the other piece was discarded by the facility. The surgeon completed the surgery without further incident and no reported adverse effect to the patient was reported. Event #1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): implant date reported in error.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).